Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2011. Postoperatively, the patient experienced left sided bladder pain, vaginal swelling, bladder spasms and urinary retention. She was diagnosed to have an erosion of the mesh through the bladder dome and calcifications and chronic urinary tract infections. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. She continues to have pain and urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.